Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on the fifth inflation at 10 atmospheres for a few seconds, the balloon ruptured and a vertical separation was noted at the main unit of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.